Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that driving caps from two (2) frn sets broke in two (2) insertion handles during a single case. A size 10mm x 420mm left nail was being inserted in a young patient. Significant force was used as the nail could not be fully inserted. There was a surgical day, the amount of time was unknown. The procedure was completed successfully. No fragments were generated. No patient consequence. Concomitant devices reported: impaction instruments: hammer/mallet: trauma (part number unknown, lot unknown, quantity 1), insert-handle radioluc fem recon nail (part number 03.033.001, lot l785883, quantity 1), insert-handle radioluc fem recon nail (part number 03.033.001, lot l705288, quantity# 1), driving cap/threaded (part number 03.010.523, lot l470389, quantity 1), nails: femoral (part number unknown, lot unknown, quantity 1). This report involves one (1) driving cap/threaded. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: picture review: narrative (tip of driving cap broken) could be confirmed from provided pictures. H3, h6: a product investigation was conducted. Visual inspection: two driving caps were returned for evaluation with the reported condition of being broken. The visual inspection confirmed that the threaded part of both driving caps is broken off at the area of the last thread flank. The broken off part is still stuck in the also received insertion handle and cannot be removed. In general, the driving caps present hammer marks (dents) from hammering; otherwise, the parts are in a good condition. Dimensional inspection: the relevant dimensions cannot be verified due to the damage incurred. Document/specification review: relevant drawing was reviewed during this investigation. The review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used and that the hardness was within the specification per relevant drawing. Summary: the complaint condition is confirmed as the threaded tip of the driving cap is broken off. This production lot (l470389) was manufactured in september 2017 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would have contributed to this complaint condition. Based on the information provided ¿ significant force was used during nail insertion - we conclude that the breakage was due to high applied forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 03.010.523, lot number: l470389, manufacturing site: bettlach, release to warehouse date: sep. 22, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.